Event description:
It was reported that during the procedure, immediately after opening the package and attempting to flush the faradrive steerable sheath from the side-port, air bubbles were observed. The tightness of the valve was checked by introducing and withdrawing the dilator, proceeding with flushing the sheath, but the issue persisted. Subsequently, the sheath was replaced, and the procedure was completed successfully. There were no patient complications. The sheath is not expected to return for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.